Event description:
As reported: "during the confirmation of target accuracy, black debris was found coming from inside the device. The patient was under general anesthesia prior to skin cut, but the procedure was postponed to the following day."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.